Event description:
It was reported that the patient received a shock from the spark plug while working on a truck. It was also reported that the shock went straight to the heart and caused ringing in the ears. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.